Manufacturer narrative:
Additional information: due to the device and/or applicable photographs (relevant to the reported event) not being returned for evaluation, the complaint was unable to be confirmed. A review of DHR, complaint history, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the sheath was the source of the complaint. Without the device returned for functional testing and dimensional analysis, a root cause of the liner tear could not be determined. A 3mensio peripheral report, however, was provided, which confirmed the presence of calcification just above the bifurcation. Per report, ¿it took much force and maneuvering to free the valve from the calcified aortic wall.¿ during manufacturing, the commander delivery system undergoes 100% final inspection for flex tip assembly. In addition, the balloons are 100% visually inspected by manufacturing and quality for defects and cosmetic appearance under minimum 2.5x magnification. These manufacturing inspections make it unlikely that a manufacturing non-conformity caused the reported complaint. Due to the device not being returned for evaluation, engineering was unable to confirm the complaint for ¿delivery system- valve movement on balloon¿ and ¿delivery system ¿ withdrawal difficulty.¿ available information and returned imagery suggests that patient factors and procedural factors most likely contributed to the valve movement and reported withdrawal difficulty, as noted in the cer, ¿the commander system was attempted to be removed from the sheath, but was stuck above the bifurcation against the aortic wall. It took much force and maneuvering to free the valve from the calcified aortic wall, and the valve migrated forward onto the balloon.¿ no manufacturing non-conformities or IFU/labeling inadequacies were identified. Available information suggests that patient anatomy and procedural factors may have contributed to the event. Review of the complaint history for (B)(6) 2016 revealed that the occurrence rate did not exceed the control limits for failure mode. Therefore, no corrective or preventive actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
During the transfemoral tavr procedure, upon removal the valve/delivery system became ¿stuck¿ above the bifurcation against the aortic wall. After much force and maneuvering to free the valve from the calcified aortic wall, and the valve migrated forward onto the balloon and would not go through the sheath. The patient was planned to receive a 26mm sapien 3 valve via right femoral artery. When attempting to position the esheath beyond the iliac bifurcation, the sheath would not advance into the abdominal aorta. The esheath appeared to be obstructed by the left side aortic wall due to a large chunk of calcium just distal to the bifurcation, and would not advance. The lunderqueist wire was then exchanged for and extra stiff wire to determine if wire bias was causing the esheath to be directed into the aortic wall above the bifurcation. The esheath would not advance over the extra stiff wire, or a 260cm regular j wire, so the lunderqueist was again placed through the esheath into the descending aorta. A 12 fr sheath was then placed in the left femoral artery, and an aortoplasty was done above the bifurcation with a 10x 40mm peripheral balloon. The team then unsuccessfully attempted to push first the esheath, and then delivery system off the balloon into the abdominal aorta. Multiple attempts were made and the valve/delivery system would not advance beyond the abdominal aorta above the bifurcation. The team then placed and slightly inflated the peripheral balloon (buddy balloon technique) from the bifurcation into the aorta from the left side. Multiple unsuccessful attempts were made to deflect the delivery system off the balloon into the abdominal aorta. It was decided by the team to remove the valve/delivery system and attempt access from the left side with a new 14fr esheath. The commander system was attempted to be removed from the sheath, but was stuck above the bifurcation against the aortic wall. It took much force and maneuvering to free the valve from the calcified aortic wall, and the valve migrated forward onto the balloon. When attempting to remove the valve/delivery system the valve further migrated up the balloon, but would not go through the esheath. It was then decided that the system and sheath would be removed together through the access site. A vascular surgeon was called to help remove the device and a surgical vascular repair via patch in the right femoral artery was placed. The patient then received and non-edwards valve via left sided access and left the room in stable condition.